Event description:
During a pta treatment procedure, balloon removal difficulties were encountered. The lesion being treated was a calcified, 90% stenotic lesion in the external iliac artery. The synergy 8-4/5.3/135 mm balloon was delivered from a contralateral position and was inflated twice at the lesion site. A smart stent was subsequently implanted. The synergy balloon was used for post-dilatation of the smart stent, but would not re-enter the lumen of the 8fr. Medikit sheath during removal attempts. The physician reinflated and deflated the balloon, but was again unsuccessful in his attempts to pull the balloon into the sheath for removal. The procedure was completed with an another product. No pt complications were reported.